Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a, +20.5 diopter, intraocular lens in the patient's eye on (B)(6) 2017. It was noticed that the lens tore during injection. The lens was intraoperatively explanted and exchanged with a similar lens and the patient is currently fine. During explantation; the lens had to be cut out. There was no patient injury. The surgeon does not know what may have cause the lens to tear.